Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) data was not available. A siemens customer service engineer is due to visit the customer's site. The sample probes are due for replacement. It is unknown if the customer performed the required maintenance on the instrument. The cause of the discordant, falsely elevated tpsa result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpsa result.

Manufacturer narrative:
Siemens filed the initial MDR# 2517506-2019-00179 on 26-apr-2019. Additional information (06-may-2019): a siemens customer service engineer (cse) was dispatched to the customer's site. The instrument required maintenance. The cse cleaned the photometer and filters and replaced the photometer cable, belt, motor and broad and 577 filter and ran quality controls which passed. The cause of the discordant tpsa result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Section h6 conclusion codes were updated.